Event description:
Literature abstract received. Ehlinger, m. Cognot, j., and simon, p. (2008) treatment of femoral fracture on previous implants with minimally-invasive surgery and total weight-bearing: benefit of locking plate. Science direct, 94, 26-36. This study was a prospective series of femoral fractures on previous implants. The purpose was to assess treatment with locking compression plates. The timeframe was from (B)(6) 2002 to (B)(6) 2005. Twenty one patients (10 women and 5 men) were treated for fractures on previous implants. Age range was 39-90, with an average age of 75.8 years. This refers to one report of failure and one early displacement. This is report 2 of 2 for (B)(4). This report is for an unknown locking compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown locking compression plate/unknown quantity/unknown lot. Unspecified implant failure and early displacement. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.